Event description:
The customer reported that the insulin pump had water dots under the screen. Troubleshooting was performed. The buttons were unresponsive and had a button error alarm. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic assembly. Further testing was not performed due to the blank display.